Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-nov-2025 it was reported by the arthrex clinical research team via email that while reviewing a clinical study, it was noted on (B)(6) 2022 a patient came in for follow-up of CT scans and lab results for left knee pain status post medial unicompartmental knee replacement over a year ago utilizing the ibalance uka. The patient's inflammatory markers were slightly elevated and the patient was recently diagnosed with a urinary tract infection. Aspiration did not grow any cultures, only a small number of nucleated white blood cells. CT scan demonstrated well fixed components but did show lateral tracking of the patella with arthritic changes in the lateral patella. On physical exam, there was tenderness along the medial joint line and medial patella however minimal tenderness along the lateral patella. The patient describes a sensation of hyperextension while walking and some instability. Conservative measures were discussed, including physical therapy and a medrol dosepak versus operative intervention which would include conversion to a total knee arthroplasty. On (B)(6) 2024, the patient underwent a revision for a failed uka and global instability.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event. It was not specified whether or not the patient followed the proper post-op procedures.